Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3550-29, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (ipg 37702 restore, serial # (B)(4)) found no anomaly.

Event description:
It was reported that there was device replacement surgery due to high impedance values and no stimulation with the scs (spinal cord stimulator). Initially, the intent was to explant the lead and adapter, etc. But due to "extreme adhesion to tissue," the device could not be removed in its complete state, so it was explanted with the lead and adapter cut off halfway. The impedance values were high on all electrodes.

Manufacturer narrative:
(B)(4).